Manufacturer narrative:
An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that there was no difficulty experienced implanting the 25mm navitor valve. The final non-coronary cusp implant depth is 6.5mm and the final left coronary cusp implant depth is 7.1mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum noted. Post-implant an electrocardiogram detected an onset of a left bundle branch block, believed to have been caused by the implant procedure. There was no intervention performed/required or planned and the patient did not have a prolonged hospital stay for monitoring of rhythm. It was indicated that the patient had the valve implanted at a final depth of 7.1mm, which is deeper than the optimal 3mm and could have contributed to the reported event.

Event description:
Clinical information: crd_1003 - vantage, patient site ID: ((B)(6)). It was reported that on (B)(6) 2023, a 25mm navitor valve was successfully implanted in a patient. The patient was consciously sedated for procedure. There was no re-sheath of the 25mm navitor valve performed during procedure. There was no difficulty experienced implanting the 25mm navitor valve. The final non-coronary cusp implant depth is 6.5mm and the final left coronary cusp implant depth is 7.1mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum noted. There was no clinically significant delay in the procedure reported. Post-implant an electrocardiogram detected an onset of a left bundle branch block, believed to have been caused by the implant procedure. There was no intervention performed/required or planned and the patient did not have a prolonged hospital stay for monitoring of rhythm. The patient did not have any other clinical signs or symptoms during or after this event. The patient was discharged at the time of report.